Event description:
Customer reported receiving a motor error alarm on the insulin pump during prime. Customer stated that the insulin pump was dropped and there was a crack on the devise. Customer stated that they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 154 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.